Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and there was evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked. There was evidence of moisture corrosion inside the battery compartment, but nowhere else in the pump. Unrelated to the battery compartment crack, the down key was intermittently unresponsive. Contamination was found underneath the down keypad button contact. The display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.